Event description:
A customer contacted baxter healthcare to report that the cryocyte container was removed from ln2 storage and placed into a 37c water bath for thawing. When the product was almost completely thawed, the technologist noticed a leak coming from one of the ports. She later noted that the leak was coming from the seam were the port attaches to the bag. The sample is not available.

Manufacturer narrative:
The same is not available for evaluation. However, a manufacturing batch record review will be performed, and the results will be provided in a follow-up report when it is available.